Event description:
It was reported that a drill lodged in a guide and became stuck. The tip of the drill bit fractured. There was no patient involvement as the malfunction did not occur during surgery.

Manufacturer narrative:
(B)(4). Concomitant medical product: patello-femoral joint peg/tail guide size 2, left: catalog#00592706201, lot#60919555. Multiple MDR reports have been filed for this event; please see associated report: 0001822565-2022-00697. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6; h10. H6: proposed component (annex g) code is mechanical (g04) - drill bit. Visual examination of the returned product identified signs of repeated use (nicked / gouged), damaged flutes, fractured and seized in the guide. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.